Event description:
Cane to walk [cane user]. Case narrative: initial information received on 17-dec-2018 from united states regarding an unsolicited valid serious case received from a consumer. This case involves a 78 year old patient (gender not reported) who experienced cane to walk with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past vaccination(s) and family history were not provided.the patient reported that they had received the synvisc-one injection since past six years with fantastic results. Patient had computer installed titanium joint in the worst knee which was successful and never had pain after it. The patient has a poor leg circulation. On an unknown date, the patient received intra-articular injection of synvisc one (hylan g-f 20, sodium hyaluronate) (dose, frequency, indication, batch: unknown) in both knees. Patient reported that they need a cane to walk (latency: unknown) due to their poor leg circulation but without pain and mentioned that many meds that give great results could result in side effects due to overuse and wanted to know if the synvisc-one injections were the root cause of their leg problem. Corrective treatment: cane. Outcome: unknown. Seriousness criterion: disability. A product technical complaint (ptc) was initiated on (B)(6) 2018 for "synvisc one". Batch number unknown, global ptc number:(B)(4).the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was (B)(6) 2018. No safety issues were indicated in this review. Additional information received on 24-dec-2018 in the form of investigation summary. Ptc results and number were added.

Event description:
Cane to walk (cane user). Case narrative: initial information received on 17-dec-2018 from united states regarding an unsolicited valid serious case received from a consumer. This case involves a (B)(6) year old patient (gender not reported) who experienced cane to walk with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past vaccination(s) and family history were not provided. The patient reported that they had received the synvisc-one injection since past six years with fantastic results. Patient had computer installed titanium joint in the worst knee which was successful and never had pain after it. The patient has a poor leg circulation. On an unknown date, the patient received intra-articular injection of synvisc one (hylan g-f 20, sodium hyaluronate) (dose, frequency, indication, batch: unknown) in both knees. Patient reported that they need a cane to walk (latency: unknown) due to their poor leg circulation but without pain and mentioned that many meds that give great results could result in side effects due to overuse and wanted to know if the synvisc-one injections were the root cause of their leg problem. Corrective treatment: cane. Outcome: unknown. Seriousness criterion: disability. A product technical complaint was initiated and results were pending for the same.